Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The placement signal was disturbed at the begin of the case for about 25 minutes. The placement signal waveform was visible on the automated impella controller screen after the issue occurred. Pump position was confirmed via echocardiogram. The pump flow appeared ok. The procedure was not affected and was successful.

Manufacturer narrative:
Added: d3, g1. Corrected: d4 (serial). Placement signal issue: since data log review was inconclusive and the pump was not returned for investigation, the cause of the placement signal issue could not be determined.